Manufacturer narrative:
Investigation initiated.

Event description:
Patient seen in office by dr (B)(6) in attendance as well. Due to persistent accumulation of fluid in pump pocket after draining 2x prior, the plan is for revision on feb 12 in ir suite. Patient displays no signs of infection at wound sites or systemically. Patient states pump is adequately controlling ascites in abdomen. One prior fluid collection was reported to be to be cultured for infection, was negative. Most recent fluid collection was bloody on removal. Patient planned for ir revision of pump placement on (B)(6) (2 days after issue revealed in office visit). (B)(6) is planning to attend. Have reviewed plan with physician performing revision. Re-intervention performed on (B)(6) 2026 as planned. No sequana-supplied consumable items used in reintervention. No radiation, guidance by ultrasound. No changes to pump settings.